Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had a recurring replace battery now alarm. The customer¿s blood glucose level was 315 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed replace battery now without a low battery alert warning. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump trace download analysis confirmed the pump alarmed replace battery alerts and replace battery now alarms. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management tool and confirmed replace battery alerts and replace battery now alarms due to connector resistance electrical board. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. After disconnecting and reconnecting the internal battery connector on electrical board, the pump was monitored and functioned properly. The insulin pump passed displacement test, sleep current measurement, active current measurement and selftest. No belt clip received with unit.